Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for an unspecified procedure a shaft break occurred. The 15mm x 3.75mm nc quantum apex monorail balloon was removed from the sterile hoop without complications. However, when the mandrel was removed from the device a shaft break occurred at the distal segment of the balloon catheter. The device never entered the patient and the procedure was successfully completed with another device. No patient consequences were reported.